Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not detect an occlusion. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.